Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up was provided by the biomedical technician who revealed that the function board was replaced to resolve the issue. Functional testing performed by the biomed confirmed that the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
The user facility reported that the screen froze on the 2008k hemodialysis (hd) machine while a patient underwent a routinely scheduled hd treatment resulting in blood loss. Reportedly, the screen became non-operational approximately one minute after the treatment was initiated. There were no machine alarms and the machine could not be reset by the staff. Follow-up information with the patient¿s nurse indicated that the patient¿s blood had to be returned by manually cranking the blood pump; however, the nurse was not able to return all of the patient¿s blood manually due to the amount of time the process took. The patient's estimated blood loss (ebl) was noted as being approximately 100 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. There was no damage observed to the bloodline or the dialyzer. The patient was moved to a different hd machine and was able to complete treatment without any further issues. Following the event, the 2008k hd machine was removed from service and evaluated by the facility biomedical technician (biomed). The biomed replaced the function board to resolve the issue. Functional testing performed by the biomed confirmed that the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported.